Manufacturer narrative:
Concomitant: product ID 8703w, lot# l48813, implanted: (B)(6) 1998, product type catheter. (B)(4).

Event description:
It was reported that the patient saw his healthcare provider (hcp) on the day prior to report. While there, a nurse told him that the pump was due to be changed in ten months. It was indicated that, in the two months prior to report, the patient experienced an increase in spasticity. It was noted that the patient did not have a urinary tract infection, skin breakdown, or anything that would cause it. The reporter inquired if it was possible that the pump was ¿getting tired¿. It was also indicated that the patient had seizures, so he was unable to drive and had a home infusion company to refill the pump. The device system was used to deliver baclofen.